Event description:
Information was received from a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that the patient's implantable neurostimulator (ins) battery was dead and it didn't even last 3 years this time. It is unknown when the issues began occurring. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.